Event description:
It was reported that during testing conducted at the user facility, the tip of the device was identified to be broken off. No patient involvement and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event the device had a broken tip was not confirmed through device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was identified to be broken off. No patient involvement and no adverse consequences were reported with this event.